Event description:
It was reported that the pt had an increase in pain and voided in small amounts following the prostiva procedure 3 months ago. His physician put him on antibiotics but still had the same symptoms. Unable to follow-up with the contact info provided, hence no additional info was obtained.

Manufacturer narrative:
(B) (4).